Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that the drill was reaming past the nail. Guiding of the drill was not congruent. Prior surgery the device was checked an everything works fine. Stryker sales rep was present during procedure. Procedure completed successfully with a new nail.

Manufacturer narrative:
The evaluation revealed the targeting arm to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 2.5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The damages on the nail surface were caused by the drill. A functional test revealed that the provided instruments and the nail are fully functional; only in case the nail adapter is wrongly positioned the sample drill hit the damaged nail areas: the nail surface is damaged at the posterior calcaneous hole because the nail adapter was in the position ¿lateral lock.¿ -> wrong; shall be position ¿right / posterior lock.¿ the posterior calcaneus hole rim is damaged because the nail adapter was in the position ¿left / posterior lock.¿ -> wrong; shall be position ¿right / posterior lock.¿ the nail surface near the lateral calcaneous hole and the hole rim are damaged because the nail adapter was in the position ¿left / posterior lock.¿ -> wrong; shall be position ¿lateral lock.¿ the tibial round hole rim is damaged because the nail adapter was in the position ¿left / posterior lock.¿ -> wrong; shall be position ¿medial lock.¿ the IFU and operative technique includes warnings and the correct nail adapter positions and drill positions in detail. The case is attributed to a use error due to lack of training. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the drill was reaming past the nail. Guiding of the drill was not congruent. Prior surgery the device was checked an everything works fine. Stryker sales rep was present during procedure. Procedure completed successfully with a new nail.